Manufacturer narrative:
Additional narrative: (B)(6). Date of non-union is not known. Date of implant reported as approximately one year prior to removal. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review: part no.: 04.003.027s, lot no.: 8556006, (B)(4). Release to warehouse date: 16.aug.2013, expiry date: 01.aug.2023. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed due to atrophic non-union of a right femur on (B)(6) 2017. The original procedure was performed on an unknown date; it is believed to be about a year ago. Removed hardware included: one nail and two recon screws -all intact. The removal was completed without incident. The patient was revised to a large fragment plate and screws. Bone aspirate autograft was used for the non-union. It is noted that the patient is on fosamax. The procedure was completed successfully with the patient in stable condition. This report is for one (1) 6.5mm recon screw. (B)(4).